Manufacturer narrative:
Evaluation revealed that the failure was isolated to the speaker.

Event description:
Biomedical engineer reported that they received a note that said "found this as patient without sat and not alarming". No patient harm or therapy changes reported.